Event description:
I had the infuse implanted inside of me during my back surgery it has required me to see my doctor frequently after my surgery.

Event description:
Add'l info received from reporter 02/25/2014: I am writing about the bmp bone graft material being used in my back for spinal infusion. Please tell me when this was first used, did the medical professionals know about this? I had this used on me after my third failed back surgery and it made me worse, my understanding of the material I received from the FDA and the internet was not known about till 2008? This was used on me in 2005.